Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that the fluro was not functioning. Upon functional testing fse found that the wired footswitch button was turned on, but the fluro was not producing. Fse replaced the wired footswitch. After replacement the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not functioning. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the wired footswitch. The device was returned to expected functionality. Philips has started an investigation of this complaint.